Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4) investigation summary: two samples were received and evaluated. They came in a (B)(4) plastic bag. Visual inspection was performed, finding no damages or other defects. A plastic shield pull test was performed for each sample, with the result of 0.9lbs and 0.8lbs. The specification is 0.5lbs to 5.5lbs. After that, a functional test was performed by connecting each sample to a syringe with saline solution. It was not possible to expel the solution. The needle is clogged/ blocked. One photo was provided. It shows a mechanism like an extension set; it shows six units connected to that device. Two of them have a red circle. The products are shipped in bulk; particles may be created during transportation, and one ended up inside the needle. All products are automatically checked for clogged needles during the production process. Based on the investigation and ample analysis, the needle clogged symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 2nd complaint for lot # 9296234 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. The history of this product was performed. Period analyzed was 2018 to may 2020. For needle clogged this is the third complaint for all lots during the period analyzed. We will continue monitoring and trending complaints for this lot and product. Root cause description: the products are shipped in bulk; particles may be created during transportation and one ended up inside the needle. All products are automatically checked for clogged needles during the production process. Rationale: based on the investigation and ample analysis the needle clogged symptom reported by the customer is confirmed. This is the 2nd complaint for this lot. The history of this product was performed. Period analyzed was 2018 to may 2020. For needle clogged this is the third complaint for all lots during the period analyzed. We will continue monitoring and trending complaints for this lot and product.

Event description:
It was reported that 2 needle ns 30ga 1/2in bns yel hub tw euro experienced clogged/blocked needles which was noted prior to use. The following information was provided by the initial reporter: during incoming inspection for needles, lot # 9296234 - two needles found blocked (out of 125) & three needles found to have protector removal force greater than 20n.